Manufacturer narrative:
Block h6: problem code 1504 captures the reportable event of stent wire perforation block h10: a wallstent biliary uncovered stent and delivery system were returned for analysis. The stent was received undeployed and was fully covered by the outer sheath. Functional evaluation revealed it was possible to deploy the stent using the delivery system with no difficulty. The stent was measured to be within specifications. No issues with the device were noted. The complainant confirmed that the correct device was returned for analysis. However, as there was no issue with the returned device, the report that a few wires of the stent punctured through the outer sheath was not confirmed. The investigation concluded that most likely the device encountered difficulty deploying the stent was due to anatomical and/ or procedural factors such as characteristics of the lesion, handling of the device, the techniques used by the user, and normal procedural difficulties during the procedure, which may have limited the performance of the device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation on may 24, 2019 that a wallstent biliary uncovered stent was to be used in the hepatic duct to treat a malignant metastatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the patient fully covered by the outer sheath. Reportedly, a few wires of the stent punctured through the outer sheath. The procedure was complete with another wallstent biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallstent biliary uncovered stent was to be used in the hepatic duct to treat a malignant metastatic tumor during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the stent failed to deploy. The stent was removed from the patient fully covered by the outer sheath. Reportedly, a few wires of the stent punctured through the outer sheath. The procedure was complete with another wallstent biliary device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.